Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose for three to four months. Customer's blood glucose was 42 mg/dl, which was treated with food. Customer's blood glucose at the time of call was 110 mg/dl. Customer reported that healthcare professional recommended termination of insulin pump therapy. Customer requested to return insulin pump.